Manufacturer narrative:
Pt identifier: (B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted

Event description:
It was reported that the patient underwent shoulder arthroplasty revision 16 days after implantation due to dislocation. During the procedure, it was found that the liner had disassociated from the humeral stem. No further adverse event is reported, and no further information has been provided.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The complaint sample was evaluated through review of the device history records and the reported event could not be confirmed. The device was returned for evaluation and dimensions taken are within specification. The item exhibits multiple heavy gouges. A device history records review was performed and no discrepancies were identified. A review of the complaint history determined that no actions are required at this time. The root cause of the reported issue cannot be determined. Concomitant devices - 40mm diameter glenosphere catalog #: 00434904011 lot #: 63481217, non-porous humeral stem catalog #: 00435001613 lot #: 62684241, 15mm baseplate catalog #: 00434901500 lot #: 63573746, inverse/reverse screw system catalog #: 01.04223.036 lot #: 2852837, inverse/reverse screw system catalog #: 01.04223.036 lot #: 2860432, trabecular metal reverse drill catalog #: 47430904601 lot #: 63560370, trabecular metal reverse 2.5mm pin catalog #: 47430902501 lot #: 63581735, trabecular metal glenoid cannulated drill catlaog #: 47430706100 lot #: 63555928. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent shoulder arthroplasty revision 16 days after implantation due to dislocation. During the procedure, it was found that the liner had disassociated from the humeral stem. A new poly liner was implanted to complete the procedure. No further adverse event is reported, and no further information has been provided.